Event description:
Received info that the pt had received a shocking or jolting sensation from the pain stimulation device. Also it was reported experiencing difficulty adjusting stimulation with the pt programmer. No other info was provided. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).